Manufacturer narrative:
(B)(4). The sample was returned for evaluation and sent to the manufacturing site for investigation. The manufacturer reports that the DHR (spot welding set up, force testing results, 100% assembly functional testing) associated with product code 004551003 manufactured/packed in oct 2018, jan 2019, feb 2019 and march 2019 were reviewed, and no discrepancy related to welding joint failure was reported in those months. During the investigation, it was observed that blade welding joint was broken although the metal was diffused properly at welded joints. Since the blade was found dismantled during intubation, it was determined to be a manufacturing issue. The manufacturer also reports that the product is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. A non-conformance has been opened to address this issue.

Event description:
Customer complaint alleges the device fell into pieces while being used on a patient. All pieces were retrieved successfully from the patient's mouth. There was no harm to the patient. The patient was reported to be in "stable" condition.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device fell into pieces while being used on a patient. All pieces were retrieved successfully from the patient's mouth. There was no harm to the patient. The patient was reported to be in "stable" condition.